Manufacturer narrative:
The events of lymphadenopathy and silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphadenopathy, silicone migration.

Event description:
Patient reported has pain in breasts and armpits. After undergoing an ultrasound, magnetic resonance imaging and mammography, the implant has been rotated and the lymph nodes are heterogeneous, caused by silicone buildup. The patient also just learned about the recall of the prostheses and wants to replace them. Per ultrasound it was reported "normal breasts, with subcutaneous layers with characteristic hypochogenicity. Normal thickness of glandular tissue, homogeneous and normoechoic texture. Lobulated silicone implant with an intact appearance. Axillary lymph nodes with normal appearance, level 1. Presence of echogenic lymph node, homogeneous with 1.0 cm on the right. Conclusion: silicone implant. Echogenic lymph node (silicone infiltration)." This record is for the right side. The device remains implanted.